Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire detachment occurred. The 90% stenosed target lesion was located in the severely tortuous left anterior descending (lad) artery. Another manufacturers' guide wire was inserted and an unspecified intravascular ultrasound (ivus) catheter was unable to cross the lesion. The non-bsc guide wire was then exchanged to this 182cm choice pt plus guide wire and ivus was performed. Another manufacturers' 2.5x15mm balloon catheter was then advanced over the choice guide wire to dilate the lesion at 8atms. When the physician attempted to implant a promus stent, it was noted that the choice guide wire detached inside the guide catheter. The choice guide wire was removed and exchanged for a different guide wire and the procedure was completed. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. An examination of the returned device found that the core wire was fractured 27.1cm from the proximal end. Kinks were noted at the fracture site. Sem analysis of the fractured wire showed that the failure on the distal and proximal side shows evidence of compression and tension zones, as well as evidence of transversal cracking typical of a bending event. The fracture occurred due to a bending overload. All outer diameter measurements taken were found to meet specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire detachment occurred. The 90% stenosed target lesion was located in the severely tortuous left anterior descending (lad) artery. Another manufacturers' guide wire was inserted and an unspecified intravascular ultrasound (ivus) catheter was unable to cross the lesion. The non-bsc guide wire was then exchanged to this 182cm choice pt plus guide wire and ivus was performed. Another manufacturers' 2.5x15mm balloon catheter was then advanced over the choice guide wire to dilate the lesion at 8atms. When the physician attempted to implant a promus stent, it was noted that the choice guide wire detached inside the guide catheter. The choice guide wire was removed and exchanged for a different guide wire and the procedure was completed. No patient complications were reported and the patient's status is good.